Event description:
Related manufacturer reference number:2017865-2021-31145. It was reported that the atrial lead exhibited failure to sense and high capture threshold. The atrial lead was explanted and replaced. During the explant procedure, the right ventricle lead was dislodged. The right ventricle lead was also explanted and replaced during the same procedure. No patient consequences.

Manufacturer narrative:
Analysis was normal. No anomalies were found.